Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6) 2011. According to the complainant, on (B)(6) 2011, the patient injected medicine into the device and it got stuck at the shaft. There was no visible damage to the device. A new button replacement gastrostomy device was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact age of the patient is unknown, however under 18 years old. (B)(4) for the reported event of medicine stuck at shaft. The complainant indicated that the device will not be returned for evaluation as it is implanted; therefore the failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found the flange plug to be in the open position. The button body, inner diameter was pin gauged and measured as well as the flange plug outer diameter both were within specifications. A functional evaluation was performed by inserting the flange plug into the button body and no issues were noted. A second functional evaluation was performed by placing a syringe in the body and pulling a vacuum. The button body and reflux valve held the vacuum. A third functional evaluation was performed by inserting the syringe filled with water into the proximal end of the button body and injecting water through the device and no leaks were noted. A vacuum was then pulled with water remaining in the button body. The button body and reflux valve held the vacuum. A fourth functional evaluation was performed by cutting the button body in half, closing the button flange plug into the body, inserting a syringe into the cut button body and injecting water against the flange plug. Plug easily opened with slight water pressure applied. No issue was noted with the reflux valve. The condition of the returned unit was consistent with the complaint incident that the device plug/ cap was loose. The button components were within specification but it was noted during the functional evaluations that the plug/ button body interface leaked and opened easily. Based on the evaluation of this device and other returned 18 fr button with the same issue the most probable root cause is undeterminable. An investigation is ongoing with related to this issue. A device history record was performed and found not issues related to this complaint. A lot history search was performed and found no other complaints against lot number 14368414.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2011. According to the complainant, on (B)(6), 2011 the patient injected medicine into the device and it got stuck at the shaft. There was no visible damage to the device. A new button replacement gastrostomy device was placed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.